Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02926. Concomitant products: item# 110005307; lot# unk. Report source: foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a clinical study patient received two (2) juggerknot suture anchors in a medial/lateral repair and reconstruction in the ankle. Post-implantation, the patient experienced two distortion traumas at three (3) months postop and again at eight (8) months postop. The second distortion trauma caused the patient to experience a re-tear, resulting in the reoperation of the affected joint. The site listed the relation as uncertain to the device and not related to the instrumentation. The patient was full-weight bearing with normal gait at the three (3) month postop visit, before the first distortion trauma, and had no pain or stiffness. After the revision surgery, the patient was referred to a pain management clinic and had stopped sports. Attempts have been made and no further information has been provided.